Manufacturer narrative:
The evaluation confirmed that the subject device did not activate the ultrasonic output. The capacitance of the subject device decreased. On examining by x-ray, it was confirmed that the internal electric wiring of the subject device broke. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, we have considered as a possible cause of this case that the internal electric wiring broke because the code was repeatedly pulled and/or vibrated by the ultrasonic during a long period. It is possible that the subject device was degraded due to continue to use a long period of time of more than 5 years. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2013-00573.

Event description:
The facility reported that the sonosurg-iu did not work due to a display of the ultrasonic output warning. The representative visited the facility and confirmed the device and told the physician that the device could not work. After that, the facility noticed that the device could work to adjust the position of the probe and the sheath. The facility used the device during an open liver resection. The procedure was completed. There was no patient harm reported.